Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed upon the needle guard being removed, prior to pod activation. The pod was not worn.

Manufacturer narrative:
The device was received deployed and with the hard cannula visible within the exposed portion of the soft cannula. Inspection of the needle mechanism found that the needle was not properly seated in the slide retract. Damage was observed under magnification on both the hard cannula and the slide retract. This improper installation of the hard cannula into the slide retract resulted in the needle not retracting back into the pod. The download data shows the pod completed both first and second prime and was then deactivated by the user. It could not be conclusively determined when the needle mechanism deployed. A root cause for the reported needle deploying early could not be determined. During investigation, damage was observed to the distal tip of the soft cannula and the hard cannula was found to be bent. Despite the damage to these components, fluid was able to flow through the entire fluid path. It could not be determined when or how this damage occurred. The download data from the device contains no hazard alarms, timeouts, or drive stalls indicating there was no struggle to deliver insulin.